Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with umbilical tape. The customer reports the umbilical tape of the tourniquet is breaking during a procedure. The customer states no medical intervention was required as a result of the breakage.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.